Manufacturer narrative:
(B)(4). The issue will be investigated by manufacturing site. A follow-up medwatch will be submitted when additional information is received.

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. Due to a contact around the major axis paint particles fell into the surgical area. The issue occurred during surgery and there is no injury reported. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light powerled device. As it was stated, due to a contact around the major axis paint particles fell into the surgical area. The issue occurred during surgery and there is no injury reported. We reported this issue in abundance of caution, as any falling object during a surgery might be a source of the contamination. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that the occurrence rate for the issue of the paint chipping is low (total of 6 complaints in the last 5 years of daily use of a large number of similar devices). The investigation was performed by maquet sas mechanical engineer. The result was that the gap between both arms was not sufficient in order to rotate freely. It is depending on the manufacturing tolerances of the mechanical parts and minimum gap between both main arms was not sufficient. Due to insufficient gap between suspension arms the grinding appears and paint chipping occurs. The issue described in our investigation is being addressed with a field action (msa/2014/003/iu).

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
The issue will be investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).